Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the calcified and moderately tortuous vessel near the patients left elbow. The 5.0mm x 40mm sterling balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 4 atms. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).